Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. The physician elected to cap and replace the lv lead. The patient condition was stable before, during, and afterwards.